Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI: (B)(4).

Event description:
Gradual increase of the lead impedance was noted during follow-up. No action was taken to address the issue. It is unknown whether the impedance values were out of range or had simply increased from previous values. The patient is well and will be monitored.